Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned the device and there was some tissue build up. The ptfe pad (teflon pad) was inspected and found half of its length severely melted with char marks at the distal end. The other half of teflon pad was missing exposing metal and measured approximately 6mm in length at the proximal end. The missing portion of teflon pad was not returned for evaluation. There were char stains on the non-insulated area of the grasping section and on the probe due to thermal damage. The device was then attached to the test usg-400/esg-400 and the device passed probe check. This type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result.

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad from the grasping section of the device burnt off and the jaws were difficult to open. It is unknown if the intended procedure was completed. There was no patient injury reported.